Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported an unclear packaging with a "non sterile" logo very small. Additional information has been requested.

Manufacturer narrative:
DHR - a review of the design specifications and design change was performed; critical specifications are clearly established and design or process changes could not explain this incident. Specifications that could be linked to this incident are checked prior to release. Review of the DHR did not highlight anomaly that could explain this issue. Failure analysis - as no part was returned, no failure analysis could be performed. Root cause - documentary review did not highlight any anomaly either on the non-sterile symbol nor on the packaging. Moreover, the design of sterile packaging (inner tray sealed with a tyvek lid) avoid any confusion with non-sterile packaging (h shape). Finally, it is noted on IFU that product is sold non-sterile and thus have to be cleaned, decontaminated and sterilized before used. Complaint is not confirmed.

Event description:
N/a.